Event description:
A customer reported encountering a cgm error, specifically referred to as cgm error 42, with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully followed these instructions, allowing them to start their sensor session without further errors.